Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was observed to have nicks in the insulation. There was no reported patient injury or involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the insulation part of the instrument was compromised. Enough where it was deemed not safe to use. Instrument identified in central processing could have been used during a procedure, but it is unknown. If procedure information is location, patient demographics can possibly be available.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. .